Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being unable to get her desired settings from controller, that she kept getting the notice that it could not provide the settings. A manufacturing representative preformed an impedance check and there was a possible short on electrodes 0-1. The rep programmed around possible shorted electrodes. Patient able to use controller to provide desired settings. The issue was resolved. The patient was in a car accident in (B)(6) 2020. Patient reports vertigo and frequent falls. The patient is alive with no injury.